Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had damage on the insulin pump. The customer¿s blood glucose level was unknown. It was stated that the plastic was chipped off. The customer stated that the reservoir compartment or ring the reservoir was unable to lock in place when inserted into pump. The customer was advised to discontinue the use of the pump and revert to backup plan per health care professional as needed. The customer was advised that the insulin pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with reservoir tube lip completely broken off noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.